Event description:
I had both hips replaced in (B)(6) 2008 and (B)(6) 2008 with depuy pinnacle implant and summit cup (metal on metal). My right hip never felt right, I have had a limp and popping since surgery. On (B)(6) 2011, my doctor ordered blood work. I have just found out that my serum cobalt and chromium levels are elevated at 5.1 mcg/l and 3.2 mcg/l. Dates of use: (B)(6) 2008 - (B)(6) 2011. Diagnosis or reason for use: arthritis.